Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. Customer was instructed to call back if the issue recurs and is allowed to continue using the pump. The caller acknowledged and understood these instructions.